Event description:
A malfunction was reported with the pump, displaying the code "malf 16." There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup insulin therapy. Tandem technical support arranged for a replacement pump to be sent and instructed the customer on returning the problematic pump using a pre-paid label.